Event description:
During zoll technical service dept's preventative maintenance, the device was found to fail the paddle ECG test and displayed a dotted ECG base line during lead selection. There was no pt involvement in the reported failure.